Event description:
The customer states that the iris collimator closed down during a procedure. The staff rebooted the system to restore operation. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep removed and replaced the ffb pcb, erased the ffb, srv and gen flash, then rebuilt the nodes. He restored all cal files, as specified in the service manual. He utilized the esd kit when installing pcb's, and checked the esd kit prior to use. The rep reseated all connections in the mainframe generator area. He rebooted the system 1 dozen times without any further incidents. Checked overall operation and verified the system performs as intended.